Manufacturer narrative:
The product was examined by product development and the failure analysis lab. The fracture mode on the hip stem was due to fatigue. Scanning electron microscopy revealed two initiation sites, with the primary site located on the lateral side of the stem. Info received indicated that x-ray review showed radial lucency in the proximal area (could not confirm because x-rays were not provided to us for review). The pt had a high activity level. Complete mfg records were reviewed, and no material or mfg problems were found.

Event description:
Complainant claims that the stem broke.